Manufacturer narrative:
An attached photo and two samples were received and confirmed the reported condition of hub collar separation. As this is a confirmed complaint, no additional testing of customer samples is required. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6049631. Root cause: the most likely cause is improper welding of the hub and collar. CAPA: no CAPA is required based on the severity/occurrence. Hub collar separation has been escalated to management.

Event description:
It was reported that when using the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the phlebotomist twisted the needle into the hub. Afterwards she pulled back the pink safety attempted to break the seal and pulled the green cap and the pink safety off of the needle at the hub instead of just pulling off the green cap. This resulted in an exposed needle but no injury or medical intervention was necessary.